Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the (B)(6) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2015¿. The patient reported that he obtained alleged inaccurate erratic blood glucose results of ¿300, 340 and 47mg/dl¿ on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient manages his diabetes with oral medication diet and/or exercise and stated that from ¿(B)(6) 2015¿ that he ate less food and/or drink as a result of the alleged inaccuracy. The patient stated that on ¿(B)(6) 2015¿ on an unknown time after obtaining the alleged inaccurate readings he developed the symptoms of ¿shaking¿. The patient denied receiving any treatment.